Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the foil pouch was found cut at the pouch end. The shaft and handle have no structural anomalies. The anchor was found bent. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings, the potential for the foil pouch damaged is traced to procedural variables, such handling of the device or product interaction during procedure; it is not unreasonable that the user may have used a sharp object or tool to cut the transparent label to open the outer box and consequently the foil pouch was cut at the same time, however, this cannot be conclusively determined. In regards the bent anchor, no further information regarding the cause of the defect has been provided to help determine a root cause for this failure. If the component (polylactic acid (pla) of this device is exposed to high temperatures, its structure gets compromised as it tents to lose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These conditions have typical characteristics of material exposed to temperatures higher, however this cannot be conclusively determined. Based on the results, the probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non conformance regarding this lot

Event description:
It was reported that the lupine br ds w/orthcrd device inner packaging was damaged. During an in house engineering evaluation it was found that the device was bent. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.